Event description:
A post-procedure x-ray showed a foreign body in the left lower bronchus. Attempts to remove it were unsuccessful. The foreign body was identified on x-ray as the tip of a transbronchial cytology needle probably introduced during the bronchoscopy. No further treatment given.